Event description:
Scrotum was lacerated in 2 places 1cm & 2cm slits. Facility was investigating the use of a carenda bath chair by arjo with option to buy. Pt's scrotum was approximately caught between 2 moving parts of the seat. Pt was treated in ER with dermabond & returned. Lacerations healed uneventfully.